Manufacturer narrative:
The device was returned for investigation and received at acumed. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation.

Event description:
It was reported that the surgeon performed aculoc2 plate surgery, but the tip of the screwdrivers broke off. The surgeon was able to remove the screwdriver tips.